Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Conclusion - failure observed druing analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 1.0-1.3cm from the proximal end of the rv coil, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 5.0-7.5cm from the proximal end of the rv coil. The etfe coating was intact at these locations.(B)(4).

Event description:
This report is to advise of an event observed during analysis.